Event description:
Information was received indicating that there was leakage at the y site of the extension set. Additional information received, date of event unknown, event occurred while priming and patient details was not provided. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received inside a plastic bag. The sample was received in used conditions without its original packaging, decontaminated. The returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The sample was damaged and broken between the y-site and valve check as received. Leak testing on the sample received was performed using hydrostatic vessel. During the leak test, a leak is presented between the y-site and valve check due to damaged-broken issues. The complaint is confirmed. The root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process, therefore the most probable root cause is: damaged for bad handling of the devices in the use by the customer, since the asv valve is bond with a portion of luer. The root cause remains undetermined. Action taken: no corrective actions are performed since failure mode is not related to the manufacturing process. Corrected data: correction: e4: initial reporter also sent report to FDA is unknown.